Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose value was displayed as "high", although a specific value was not provided. The customer addressed the high blood glucose by administering a correction bolus via pump. Customer reverted to an alternate method of insulin therapy.